Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. Method (other): since the device remains implanted, the programmer files were reviewed. Conclusion: the device switched to standby mode because of a wrong management of internal data by the programmer upon aida programming. This occurred when the physician attempted to save the threshold test result. On (B) (6), re-initialization restored normal operation. There is no safety issue, and the device can remain implanted without further action.

Event description:
After the implantation of the device involved in this report, device checks were performed. Several communication errors were encountered upon tests saving, and the device finally switched to standby mode. Normal behavior observed next day.